Event description:
It was reported that during a ptca procedure for instent restenosis, the balloon ruptured during the third inflation. The balloon was half in the stent and half in the ostium of the saphenous vein graft. The physician experienced removal difficulties and the entire system was removed. Several attempts to visualize the saphenous vein graft were unsuccesful. It was noted that part of the balloon was missing. The pt was sent to bypass surgery. Pt status is listed as "okay".